Event description:
It was reported the EKG (electrocardiogram) cable port is broken. Multiple EKG cables were tried, and none of them worked. The door is also broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the electrocardiogram (ECG) cable port was broken. It was also noted that the left keyboard hinge was broken and the keyboard was out of place, the system fan was noisy and the power cord had cut insulation but was still functional.